Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was 38 mg/dl at the time of incident. The customer's blood glucose was 186 mg/dl at the time of call. The customer stated that her blood glucose was 180 mg/dl went up to 420 mg/dl then declined to 48 mg/dl. The customer treated her low blood glucose with food. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer found all programming accurate. The insulin pump will not be returned for analysis.